Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 closed samples for analysis. To evaluate the conformity of these units, we performed the following test: needle attachment strength results conducted on the closed samples received are 0.21 kgf in average and 0.13 kgf in minimum and do not fulfil the european pharmacopoeia (ep) requirements for average (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly performed. Final conclusion: considering that the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the threads on the needle break when tensioned. The error occurred during an operation, specifically during a scalp flap procedure. The surgery took longer because physician had to take a new suture from the packaging at least five times, as the thread detached from the needle each time during the first pass. The patient's condition did not deteriorate as a result.